Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. Reportedly, the device eroded and is infected according to the physician. There were no additional adverse patient effects reported. All available information indicates that as of this time, the crt-d remains in service.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. Reportedly, the device eroded and is infected according to the physician. There were no additional adverse patient effects reported. All available information indicates that as of this time, the crt-d remains in service. Additional information received indicates that the system was explanted due to infection and erosion of the device and leads.